Event description:
Customer reported that the circuit caught on fire while being used in the micu on a patient. There was no report of negative patient outcome since the patient was removed immediately.

Manufacturer narrative:
The actual sample involved in the reported incident was received for evaluation, and the reported issue that the circuit caught on fire and melted was confirmed. Due to the extent of the damage, we were unable to perform an electrical test to the circuit. Our manufacturing process was reviewed, and no problems were found related to the issue reported. A possible root cause is that the objects such as heavy tapes, towels, or bed linens may have covered the circuit in some way which would over insulate the circuits, impede the normal convection, and cause damage to the tubing. The product label does warn against this. Since an exact lot number was unknown, a review of the device history records for the possible lots reported were reviewed for issues related to this report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Therefore, we are unable to determine the exact cause for the reported issue.